Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were ventricular high rate episodes that appeared to show possible intermittent oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had hip surgery on the same day as the episodes so they attributed the nonsustained ventricular tachycardia to oversensing during the patient¿s procedure.